Event description:
Information received by medtronic indicated that the reservoir was unable to lock in place. Insulin pump rejected new batteries and scratch across the screen. Back of insulin pump where clip attaches was broken and reservoir has been loose when attaching new cartridge. Customer got no delivery alarms in the past. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.